Event description:
It was reported that during a device changeout it was noted that there were abrasions on the pace sense leg of the right ventricular lead connector. It was also noted that when doing defibrillation threshold testing there was undersensing of ventricular fibrillation to the point that it aborted therapies because it terminated the episode. The doctor chose to cap and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.